Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was not working. It was stated the patient¿s back was starting to ache and their sciatica had started to ¿kick back-in.¿ it was noted the device had been able to control the ache. It was stated they stopped being able to control it a few months prior to report. It was noted the patient tried to charge the ins several times but it would charge to ½ and then quit ¿with ins days.¿ it was noted the patient had issues with recharging within the last 6 months prior to report. It was stated it had gotten worse.